Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Please correct this report 2017865-2015-07701, this same issue was reported as 2017865-2015-07703.

Manufacturer narrative:
Correction: this report is to retract the initial and two supplemental reports for sequence number: 2017865-2015-07701. This report was erroneously submitted twice for the same complaints and lead serial number. All of the information was correctly submitted in report sequence number 20178652015-07703. Please retract all previously reported information to null and not applicable fields for sequence number 2017865-2015-07701.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. The atrial lead had become dislodged and exhibited a loss of capture. It was noted that the patient had twiddler's syndrome. The lead was explanted and replaced. The patient was doing well post procedure.